Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5060870) on (B)(6) 2016. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migrated even after having the confirmed hsg testing'), pregnancy with contraceptive device ('pregnant/post-implant pregnancy') and abortion spontaneous ('child died') in an adult female patient who had essure (batch no. B61308-not valid) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: *patient did not lost her baby before. Concurrent conditions included multigravida and parity 2. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: tubal ligation diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed. Pregnancy test - on (B)(6) 2014: negative.. Lot number report b61308 is not valid. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) incident no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5060870, on (B)(6) 2016. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migrated even after having the confirmed hsg testing') in an adult female patient who had essure (batch no. B61308-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: *patient didnot lost her baby before. Concurrent conditions included multigravida and parity 2. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous ("child died"), endometriosis ("endometriosis"), pain ("pain") and anxiety ("mental anguish") and was found to have a pregnancy with contraceptive device ("pregnant/post-implant pregnancy"). The patient was treated with surgery (tubal and d and c). At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, endometriosis, pain and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, device dislocation, endometriosis, pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient reported in social media she got her tubal and found out she had endometriosis too.essure was removed was incorrectly captured in deleted case. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed. Pregnancy test - on (B)(6) 2014: negative. Lot number report b61308 is not valid. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Events: pain, mental anguish were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5060870) on (B)(6) 2016. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migrated even after having the confirmed hsg testing') in an adult female patient who had essure (batch no. B61308-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: *patient didnot lost her baby before. Concurrent conditions included multigravida and parity 2. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous ("child died"), endometriosis ("endometriosis"), pain ("pain") and anxiety ("mental anguish") and was found to have a pregnancy with contraceptive device ("pregnant/post-implant pregnancy"). The patient was treated with surgery (tubal and d and c). At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, endometriosis, pain and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, device dislocation, endometriosis, pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient reported in social media she got her tubal and found out she had endometriosis too.essure was removed was incorrectly captured in deleted case. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed. Pregnancy test - on (B)(6) 2014: negative.. Lot number report b61308 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5060870) on 14-apr-2016. The most recent information was received on 03-jul-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migrated even after having the confirmed hsg testing'), pregnancy with contraceptive device ('pregnant/post-implant pregnancy') and abortion spontaneous ('child died') in an adult female patient who had essure (batch no. B61308) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: patient did not lost her baby before. Concurrent conditions included multigravida and parity 2. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the device dislocation, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed. Pregnancy test - on (B)(6) 2014: negative. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 3-jul-2019: new pfs+mr received. Lot number received. New reporters, concomitant condition and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5060870) on 14-apr-2016. The most recent information was received on 03-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migrated even after having the confirmed hsg testing') in an adult female patient who had essure (batch no. B61308-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: *patient didnot lost her baby before. Concurrent conditions included multigravida and parity 2. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous ("child died"), endometriosis ("endometriosis"), pain ("pain"), anxiety ("mental anguish") and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device ("pregnant/post-implant pregnancy"). The patient was treated with surgery (tubal and d and c). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, endometriosis, pain and anxiety outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, device dislocation, endometriosis, pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient reported in social media she got her tubal and found out she had endometriosis too.essure was removed was incorrectly captured in deleted case. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed. Pregnancy test - on (B)(6) 2014: negative. Lot number report b61308 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received: removal date added, event device dislocation made intervention required due to surgery and event abdominal pain added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5060870) on 14-apr-2016. The most recent information was received on 14-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migrated even after having the confirmed hsg testing') in an adult female patient who had essure (batch no. B61308-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: *patient did not lost her baby before. Concurrent conditions included multigravida and parity 2. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous ("child died"), endometriosis ("endometriosis"), pain ("pain"), anxiety ("mental anguish"), abdominal pain ("abdominal pain"), menstrual disorder ("unusual periods") and dysmenorrhoea ("cramping/unusual periods") and was found to have a pregnancy with contraceptive device ("pregnant/post-implant pregnancy"). The patient was treated with surgery (tubal and d and c). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, endometriosis, pain, anxiety, menstrual disorder and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, device dislocation, dysmenorrhoea, endometriosis, menstrual disorder, pain and pregnancy with contraceptive device to be related to essure. The reporter commented: patient reported in social media she got her tubal and found out she had endometriosis too. Essure was removed was incorrectly captured in deleted case. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed. Pregnancy test - on (B)(6) 2014: negative.. Lot number report b61308 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received: events added: cramping/unusual bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5060870) on 14-apr-2016. The most recent information was received on 16-jul-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migrated even after having the confirmed hsg testing'), pregnancy with contraceptive device ('pregnant/post-implant pregnancy') and abortion spontaneous ('child died') in an adult female patient who had essure (batch no. B61308-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: *patient didnot lost her baby before. Concurrent conditions included multigravida and parity 2. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and endometriosis ("endometriosis") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (tubal). At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous and endometriosis outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, endometriosis and pregnancy with contraceptive device to be related to essure. The reporter commented: patient reported in social media she got her tubal and found out she had endometriosis too.essure was removed was incorrectly captured in deleted case. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed. Pregnancy test - on (B)(6) 2014: negative. Lot number report b61308 is not valid. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Amendment: the report was amended for the following reason: this record is a duplicate to record # us-bayer-(B)(4) (social media case, medwatch 3500a MFR number 2951250-2019-10866) from which all information was transferred to this case (us-bayer-(B)(4)), then duplicate record # us-bayer-(B)(4) will be deleted. New: event endometriosis was added. She reported in social media she got her tubal and found out she had endometriosis too. No new follow-up information was received from the reporter. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.